Manufacturer narrative:
The device is expected to return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 4+. Xtw triclip was chosen for implantation. During deployment sequence, the clip jumped opened during establishment of final arm angle (efaa) from 5 degrees to over 60 degrees. Troubleshooting and efaa was attempted again but the issue persisted. The clip was removed and a replacement xtw was implanted successfully reducing tr to grade 2.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa and clip jumping were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported clip opening during efaa and clip jumping could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.